Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had repeated tower door failures. The field service engineer (fse) identified that tower door 1 was failing intermittently. The station was powered down, and the pins on the controller card were cleaned. The latch was found to be already greased. The station was then powered back on, and final testing was performed with results documented. The pharmacy verified that the tower doors were functioning normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system had repeated tower door failures. The customer stated that tower door 1 repeatedly failed and emitted multiple clicking sounds each time the door was opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.